Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported unknown side ¿judged that it was accidentally damaged at the time of puncture and tried not to have it examined¿ .the following is not related to the device, ¿leakage was confirmed near the port of the te¿. The device was not implanted.